Event description:
The customer reports the spinal needle broke while physician was inserting prior to surgical procedure for renal stones. Physician compared broken needle with needle from new tray and realized there was a piece of the metal needle about one inch long. The patient was sedated until the next day when the piece of the needle was surgically removed. The patient was in the hospital a couple of extra days. The patient did not sustain any lasting effects of the needle being in his spine for about a day. No additional information available.